Manufacturer narrative:
Initial reporter facility name e1- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed module control board and drawer controller. The field service engineer replaced module control board and drawer controller, configured the drawer, and verified functionality without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer three was not detecting on the communication bus. The customer stated that they unable to access narcotics in heavy traffic patient area which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.